Event description:
It was reported that the atrial lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 310c27 tissue valve, implanted: 2006-(B)(6); product ID: c4tr01 ipg, implanted: 2012-(B)(6). (B)(4).